Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the keypad cover was found to be cut and torn between the down arrow and contrast button. No battery cap was returned with the pump. A test battery cap was used to complete all testing. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The up arrow and contrast keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.